Event description:
A hospital in another country, reported to our distributor that the y piece on an rt227 infant breathing circuit was leaking and easily disconnected when connected to the ventilator. No pt consequence was reported.

Manufacturer narrative:
This device is not sold in the USA, but is similar to a device that is. The device was not returned to the MFR. An investigation was conducted based on the event description and previous experience with similar complaints. Results: no lot info was provided. The leak is likely to have been from a loose connection in the breathing circuit which is readily corrected by checking all connections and pushing them tight. All breathing circuits are pressure tested during production and those that fail are discarded. Conclusion: the connectors in the y-piece use a tapered fit to the iso standard and as they are made of plastic, it is possible that it had loosened over time. The instructions for use state to push all connector tight before use. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0058%.